Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported clip deployed at distal end of device was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H10: device code 2017- improper or incorrect procedure or method. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified calcified vessel was attempted using a starclose se device after an interventional procedure. Reportedly, the starclose se clip failed to deploy on the vessel wall and deployed on the distal end of the split sheath. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.